Manufacturer narrative:
This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and was admitted into the hospital. It is suspected the inappropriate shock therapy was due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. At this time, no corrective action has been taken, and this crt-d remains in service. This complaint is associated with clinical study ID: (B)(6).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and was admitted into the hospital. It is suspected the inappropriate shock therapy was due to atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. At this time, this crt-d remains in service. This complaint is associated with clinical study ID: (B)(6).